Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (b)(6) 2026. On 07/15/2026, it was reported that the patient experienced a skin reaction redness, skin inflammation/swelling, skin infection, rash, blisters at the needle puncture site which occurred 10 days after the sensor had been inserted in the arm. The patient reported removing her sensor on (b)(6) (Wednesday morning) and subsequently developed cellulitis at the sensor insertion site. She stated that she has experienced rash and redness after sensor removal in the past, but those reactions resolved on their own. However, she indicated that this event was different, describing it as an infection rather than a rash. The patient reported that she followed the sensor insertion instructions correctly and made no allegations regarding sensor performance. During sensor insertion on (b)(6), the patient experienced bleeding through the insertion site for approximately 30 seconds. Despite the bleeding, she continued to wear the sensor for the full 10-day wear period. Upon removing the sensor on (b)(6), the patient noticed bruising at the insertion site. Approximately 12 hours later, she observed signs consistent with infection, including swelling and redness, which later progressed to cellulitis. The patient contacted her physician through phone on (b)(6) and was prescribed oral Clindamycin (Twice a day 300mg for 7 days) for treatment of the infection. For management of the swelling, she reported applying an antimicrobial dressing/material with pressure to the affected area. No allegation was made regarding the performance, quality, or functionality of the sensor. At the time of the report, patient condition was unchanged. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Labeling indicates: Inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. redness, swelling, bruising, itching, scarring or skin discoloration).